Manufacturer narrative:
Additional information: UDI number, method, results, and conclusions - the returned driver was examined. The device was twisted likely due to deformation over time, improper seating, or off-axis force. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that the tip of a plug driver was stripped. This was discovered during a routine inspection; the information associated with the driver when it was stripped is unknown.

Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a plug driver was stripped. This was discovered during a routine inspection; the information associated with the driver when it was stripped is unknown.